Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the attempt to implant the right ventricular lead., it was noted that the lead exhibited failure to capture. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Analysis found that a complete lead was returned in one piece measuring 58.0cm with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was due to helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.